Manufacturer narrative:
Product investigation summary: the returned device was examined upon receipt and the complaint condition was able to be confirmed as one of the four driver tip lobes was found to be broken and missing a fragment. Additionally, the threaded inner shaft was not returned. The extraction screwdriver is a component of the spine screw removal system and is used to remove implanted accs, vectra, and vectra-t screws. The vectra, vectra-t, vectra-one, and accs technique guides include proper instructions for use and caution the user that breakage may occur if not used as intended. The device was examined upon receipt and the complaint condition was able to be confirmed as one of the four driver tip lobes was found to be broken and missing a fragment (approximately 4mm x 2mm x 1.5mm). The relevant drawings for the returned instrument were reviewed: driver and driver shaft and handle assembly. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument's lot number with no non-conformance reports or complaint-related issues identified, which may have contributed to the complaint condition. No definitive root cause was able to be determined; the failure mode is typically associated with off-axis loading during attempted screw removal. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID/initials and weight are unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Phone number: (B)(6). Part 352.311, lot 6363114: release to warehouse date: july 12, 2010. Manufacturing site is (B)(4) and supplied by (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. (B)(4)the investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the tip of the instrument broke during the surgery. The broken fragments were removed easily; no medical intervention was needed. No prolongation of the surgery or harm to the patient was reported. Another instrument in the tray was used. The procedure was successfully completed. This is report 1 of 1 for (B)(4).